Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement test. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail, serial number label peeling at its bottom, missing display window cover, cracked middle (enter) keypad button, keypad overlay scratched, keypad overlay texture damage, scratched lcd window, scratched case. The scratches on the lcd window are severe enough that they limit one's ability to read and navigate the menus. The pump was received without a battery cap. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. The pump does not meet specs due to the severe scratches on the lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported crack on the battery compartment. Troubleshooting was performed and found physical damage to the pump.. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.